Event description:
It was reported that the device triggered an atrial lead alert for high impedance, but the device atrial port has been plugged since implant. The issue is further being investigated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.